Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
No imagery was received. The device remains implanted in the patient. Per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. The patient screening manual instructs the operator on proper aortic valve and root assessment, including the use of echo, aortogram and CT to appropriately measure the annulus diameter, content and distribution of calcium, and leaflet characteristics. Contraindications, important considerations when assessing the valve, and choosing the proper thv are also discussed. The thv training manuals also instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures are also included. As stated in the procedural training manual: tee should be used for assessing prosthetic valve function and aortic regurgitation. Factors that may contribute to paravalvular leak: improper sizing, valve too low and leaks around skirt, valve too high and skirt unable to seal at annulus, incomplete expansion, and bulky calcification creates irregular contact between thv and annulus. An investigation was previously performed to assess reports of asymmetrical sapien 3 deployment. The results were documented in a technical summary. 30¿day post-implantation data was reviewed from a european clinical study with valves that demonstrated asymmetrical deployment, or ¿height variance¿. No in-vivo effect was attributed to height variance, and effective orifice area (eoa) and paravalvular leak (pvl) results were satisfactory. Similarly, the bench testing data for accelerated wear testing (awt) and full frame fatigue testing (ffft) exceeded relevant iso 2013 requirements for eoa and total regurgitant fraction (trf) demonstrating that the sapien 3 valve is functional and durable.  The evidence indicates that the appearance of the valve has no impact on circularity at any level of the valve, no impact on hemodynamics, no impact on durability and no relationship to pvl. In this case, a valve-in-valve was performed to correct paravalvular leakage.  The exact cause of the pvl is indeterminate. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our affiliates in (B)(6), during the deployment of the 29mm sapien 3 valve by tf approach in aortic position, the valve did not open on the non-coronary side and did not foreshorten on the ventricular side, which resulted in pvl. The valve was post dilated twice but without improvements. Therefore a second 29mm sapien 3 valve was implanted (viv) which eliminated the pvl. The patient was doing well post procedure. The area measured 600m2, perimeter 88mm. According to the physician, the valve did not completely open on the non-coronary side and there was no foreshortening towards the ventricle side.